Event description:
Patient reported "broken devices". This record relates to right side. Device has been explanted and replaced with an allergan product.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported, no complaint against the device.